Event description:
It was reported that a device fracture occurred. The target lesion was located in the uterine artery. A 200cm x 10cm fathom-14, angled tip guidewire was used. During the procedure, uterine fibroids were treated with uterine artery embolization under digital subtraction angiography (dsa). The steerable guidewire was fractured inside the microcatheter. Fortunately, its tail end did not fall into the patient's blood vessel. The device was withdrawn together with the microcatheter and was also confirmed that there were no fragments left in the patient's body. There were no complications reported and the patient was stable and with no discomfort post procedure.

Manufacturer narrative:
E1. Initial reporter address 1: (B)(6).